Manufacturer narrative:
There were no unexpected failed battery test alarms, battery out limit alerts, blank display anomalies, off no power anomalies or reset anomalies noted during testing. The pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in spec. There were minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
There were no unexpected failed battery test alarms, battery out limit alerts, blank display anomalies, off no power anomalies or reset anomalies noted during testing. The pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in spec. There were minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery.